Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg did not hold a charge. It was noted that the patient had a non-device related surgery wherein electrocautery was used. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well post-operatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician's implant manual (B)(4).